Event description:
The customer reported that during a knee surgery, while tightening, the 2 screws fractured (other screw MFR report # 9617083-2012-00019). Another screw was used successfully. No adverse consequences were reported for the pt.

Manufacturer narrative:
Based on the limited amount of info received, it is difficult to assign a root cause. Suspected root causes are: use of damaged or bent driver. Failure to tap if bone patellar tendon bone graft used. Graft/screw/tunnel not appropriately sized. Insertion over a bent guidewire.